Event description:
It was reported that the patient received an inappropriate therapy from the right ventricular (rv) lead due to a fracture. The lead was found to have a confirm fracture and high lead impedance. The lead was programmed off until it could be revised. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.